Manufacturer narrative:
Device evaluated by MFR: the pump, shaft, and tip were microscopically examined and there were no damage or irregularities. A functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is in indication that the outlet adapter seal failed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4) .

Event description:
It was reported that a loss of aspiration occurred. An angiojet® solent¿ proxi catheter was selected for a venous thrombectomy procedure in the right common femoral vein. During the procedure, while in thrombectomy mode, the device failed and quit working all together. There was a ¿check saline error¿ multiple times. It was attempted to restart the device with a new saline bag and re-prime with no success. The procedure was completed with another of the same device. There were no patient complications reported and the patient¿s status was reported as fine.

Manufacturer narrative:
Age at the time of event: (B)(6). (B)(4).

Event description:
It was reported that a loss of aspiration occurred. An angiojet® solent¿ proxi catheter was selected for a venous thrombectomy procedure in the right common femoral vein. During the procedure, while in thrombectomy mode, the device failed and quit working all together. There was a ¿check saline error¿ multiple times. It was attempted to restart the device with a new saline bag and re-prime with no success. The procedure was completed with another of the same device. There were no patient complications reported and the patient¿s status was reported as fine.